Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
Olympus was informed of a report of a problem with the video when using an olympus, cv-190/clv-190 system. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Multiple attempts have been made to contact the user facility, however there has been no response. Since the device was not returned, it is likely there was a connection issue between the scope, scope cables, light source devices, monitor, and/or monitor cables. If applicable / additional information becomes available, a supplemental report will be initiated.